Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 45 mg/dl. Customer treated their blood glucose with food. The customer reported their blood glucose was low from receiving too much insulin to counteract their high blood glucose of 367 mg/dl. The customer reported being treated with 30 units of insulin by manual injection and 15 units with the insulin pump. Customer also reported receiving no delivery alarms on the insulin pump. The customer noted a bent cannula on their previous infusion set. The customer also reported the act, up and down buttons were unresponsive on the insulin pump. Customer also reported receiving low battery alerts on the insulin pump. Customer's blood glucose later rose to 133 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.